Event description:
It was reported that the device was in backup mode during an in-clinic follow-up. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of unexpected reset was confirmed. The device was received in backup condition. Analysis of device image was performed, and the backup was noted to be caused by a power on reset (por). Device was cut open for further analysis and an anomaly consistent with an integrated circuit (ic) on the hybrid was noted, consistent with the reported event. A longevity assessment was performed and signs of premature depletion of battery were noted.